Event description:
Because of the patient's degenerating hemodynamic condition, the physician left a six french guideliner wire in and got access for the impella device on the left common femoral artery. Physician initially tried to advance the impella over the wire and was unable to cross the aortic valve. He removed the wire and theimpella device and advanced a regular j-wire over a jr4 diagnostic catheter. The md exchanged it over the jr4 diagnostic catheter, the 0.018 wire and reloaded the impella device. After flushing it, the md was successfully able to advance it across the aortic valve and impella was started at 2.5 l. Immediately after placement of the impella, it was noted that the pt went into ventricular fibrillation. Cardioversion was performed and then it was noted that the patient remained pulseless in spite of 2.5l of flow with the impella. So, CPR was started and acls protocol was continued for more than 20 minutes. After 20 minutes, it was decided to withdraw caths, so the impella was pulled from the left ventricle and the pt regained his pulsatility. Acls protocol was continued. The pt at that time had a rhythm and a pulse and was able to be oxygenated.